Manufacturer narrative:
The suspect device is not expected to return. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The physician reported that while attempting to access the ipsilateral right uterine artery the catheter kinked in the abdominal aorta. The physician expressed concern regarding additional fluoro time used to resolve the kink. Physician did not provide amount of excess fluoro used. No adverse consequences were reported as a result of this malfunction.

Manufacturer narrative:
It was originally reported that the physician expressed concern regarding additional fluoro time used to resolve the kink. The physician stated that no extra fluoro time was necessary.